Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, the patient with this right ventricular lead, reported a period of dizziness followed by asystole and a fall. The field representative reported the patient was of large stature and the physician felt the lead had dislodged when the patient fell but reported the fall was not the result of any product malfunctions. An interrogation was showing high pacing thresholds and capture loss, post fall. The lead was then explanted and replaced with another lead of the same model type. The lead is not expected to be returned for analysis.